Event description:
A malfunction was reported, characterized by a malfunction code "malf 12" and confirmed fault ID "12-0x2071." There was no information provided concerning the impact on the customer¿s blood glucose level, as the customer declined to answer. In response to this issue, it was decided by technical support to replace the current pump. The customer continued using the current pump as a backup therapy until the replacement. The customer was informed about the pump replacement and instructed to allow the battery to deplete before returning the problematic pump within 10 days using the provided return box and pre-paid label.